Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, after checking the change history of the parts, it was confirmed that the design of the dr board was changed on april 16, 2018. The subject device of this report was designed prior to the design change (see h4). Since the device was manufactured prior to the design change to the operational amplifier circuit design of the dr board, it is likely that the operational amplifier failed, causing the phenomenon.

Event description:
An olympus representative was informed of a report that an image was not produced when using the olympus, model cv-190, evis exera iii video system center, with olympus model series 180 scopes. The problem, as reported to olympus, first occurred during preparation for use. The procedure was completed using a different olympus, model cv-190. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty dr printed circuit board. The investigation is ongoing, and a definitive root cause has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.